Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. It is noted that the device was being used to confirm patient death, unrelated to device usage. The log review identified ECG lead faults and difficulty obtaining a signal via leads. Defibrillation pads later achieved proper impedance; however, no ECG waveform displayed because the operator remained in lead ii. Difficulty obtaining ECG signals is consistent with reported rigor mortis, which can affect signal acquisition after prolonged downtime. The device passed all ECG-related functional testing. No device malfunction was identified. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while anticipating the treatment of an already deceased patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.